Event description:
The customer reported that they had a pt death and that the info center was dumping data and alarm review info from the time of the incident was deleted from the system.

Manufacturer narrative:
(B)(4): the customer reported that they had a pt death and that the info center was dumping data and alarm review info from the time of the incident was deleted from the system. Philips is reporting this only because a pt died while being monitored using our devices. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.